Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni result above the acute myocardial infarction (ami) cut-off generated by the access 2i (lxi) immunoassay system. The sample was rerun on the same unit and on an alternate unit and lower result was obtained. Amended report was initiated. The result was reported out of the laboratory. Patient was admitted into the ER after the elevated result was reported to the physician.

Manufacturer narrative:
The sample was drawn into a plastic bd li heparin plasma tube without gel separator and centrifuged at 3800 rpm for 5 minutes at room temperature. Qc is run daily and the result was within established range. A bci field service engineer (fse) replaced parts and performed preventive maintenance on the unit. No hardware issues were reported. A clear root cause can not be determined for this event.